Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code displayed) was due to corrosion. The root cause for the corrosion was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code.